Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and classified the complaint based upon the information. In 2009, the patient/layperson complained that her onetouch ultra meter had gone into the set up mode at 7:30 a.m the same day as the call after changing the battery. After the issue began, the patient took her morning 1000 mg glucophage and 10 mg glyburide. At 10:00 a.m, the patient became dizzy with blurred vision. Two hours later, the patient called customer service. The patient denied receiving treatment. The alleged issue was resolved during troubleshooting with the cca. However, since the patient alleged she developed symptoms after the issue, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.